Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The patient stated that they received erroneous results when testing with coaguchek xs meter serial number (B)(4). The patient stated that she inserted a test strip into the meter and received an error. The patient did not clean the meter prior to receiving this error. The patient then tried testing a sample on the meter at 6:00 a.m. And the result was 5.2 inr. The patient then collected a sample from a different finger and tested this at 6:03 a.m., resulting as 3.8 inr. On (B)(6) 2018, the patient tested a sample on the meter and the result was 5.8 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive any treatment based on the meter results. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is every two weeks. The patient does not have antiphospholipid antibodies or anemia. The patient has had no bruising. The patient did not use alcohol on her finger before collecting a sample. The patient did not have any changes in medication, diet, or have recent illnesses. The patient does not have any special or unusual diet. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 266834-21) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.4 inr. Donor 2 inr: 2.9 inr. Donor 1 hct: 45%. Donor 2 hct: 38%. Testing results: donor 1: retention meter with master lot strips: 2.4 inr. Customer meter with customer strips: 2.4 inr . Donor 2: retention meter with master lot strips: 2.9 inr. Customer meter with customer strips: 2.9 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Upon review of the meter memory, the result of 3.8 inr is present, but dated (B)(6) 2018 not (B)(6) 2018 as alleged by the customer. Also, the value of 5.8 inr is dated as (B)(6) 2018, not (B)(6) 2018 as alleged by the customer. The value of 5.2 inr was measured on (B)(6) 2018 according to the meter memory.